Event description:
A medical engineer reported that while the ventilator was in use on a patient, there was a noise from the device. The ventilator was in patient use at the time of the event. No medical intervention, harm, nor delay were reported. The service engineer confirmed the reported issue. The service engineer replaced the blower, and the issue was resolved. The ventilator passed all tests.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The blower assembly was received for failure investigation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed, and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The returned blower motor assembly was tested, and the complaint was verified, the returned blower was verified to produce noise greater than the specification threshold; the symptoms are representative of mechanical alignment and worn bearings.